Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The philips field service engineer (fse) reported that "the device was set up above patient's bed for monitoring. It suddenly fell down as the system was moved. The patient's head was hit. The patient got 3 stitches."